Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2021-00057.

Event description:
Patient revised on (B)(6) 2021 due to dislocation from prematurely removing the surgical sling, two days following the primary procedure on (B)(6) 2021. Surgeon explanted the 36mm centered glenosphere with screw and 36/+6 standard humeral cup, and then implanted a 40mm centered glenosphere with screw, 40/+3 stability humeral cup, and +9mm humeral spacer.